Event description:
It was reported that an explant was performed after the device was described as not functioning properly. Although all impedances tested within normal limits, stimulation had been turned off and was only active part of the time. The patient requested removal and then underwent an explant procedure. According to records, there had been limited communication with the clinical specialist, with the last contact in (B)(6) 2025 regarding a program change. The explant was pursued due to lack of improved symptom relief rather than device malfunction. There was no indication that the device was not functioning properly. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device was discarded. The reported allegations could not be confirmed. If the complaint component is returned at a later date, then the product investigation will be reopened to perform the analysis. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of surgical intervention and inadequate/inappropriate treatment or diagnostic exposure was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that an explant was performed after the device was described as not functioning properly. Although all impedances tested within normal limits, stimulation had been turned off and was only active part of the time. The patient requested removal and then underwent an explant procedure. According to records, there had been limited communication with the clinical specialist, with the last contact in (B)(6) 2025 regarding a program change. The explant was pursued due to lack of improved symptom relief rather than device malfunction. There was no indication that the device was not functioning properly. There were no patient complications.